Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax model ed-3490tk/serial (B)(4) was returned to pentax medical on 03/09/2016 with a reported concern of a broken elevator (no angulation). Upon follow up with the customer on 3/16/2016, it was learned that the initial complaint was entered incorrectly and that the concern was that pentax model ed-3490tk/serial (B)(4) did not pass the facility's employed atp test three times. The facility contact also stated enzymatic solution was squirted in the elevator. The device was manually washed three times and ran in the steris machine, however the atp test still resulted in a high number. Pentax medical has made a good faith effort attempt to the facility to retrieve additional information regarding the event, and reprocessing techniques followed at the facility. No response has been received from the facility to date. The pentax medical service inspectional findings included the following: residue on the objective lens, glue missing on the air/water nozzle, insertion tube root brace damaged during evaluation. The device passed both the dry and wet leak test. Repairs were performed on the device which included replacing the deflector operating wire, the distal case/cap, o-rings and seals, and the root brace rubber. The device is currently at pentax medical as investigation into possible root cause(s) for this event is ongoing.